Manufacturer narrative:
A visual evaluation found the guide catheter was detached from the pull wire, with the stent loaded on the detached guide catheter. The stent was separated from the guide catheter and was found kinked and bent in several locations. The guide catheter was also kinked and bent in several locations and its proximal tip was enlarged, indicating that it was securely attached over the pull wire cannula during manufacturing. The push catheter was kinked by the distal end. A functional evaluation was not performed due to the condition of the returned device. The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the delivery system to bend/coil leading to interference between the guide catheter and push catheter. This can cause the guide catheter to separate from the pull wire cannula during stent deployment, resulting in failure to deploy the stent. Therefore the most probable root cause is "operational context." A review of the device history record (DHR) was performed: not anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a naviflex¿ rx delivery system was used during a biliary stent implantation procedure performed on (B)(6) 2014 in the common bile duct due to middle bile duct stenosis caused by colonic cancer or nodal involvement. According to the complainant, during the procedure, a 7cm and 10cm advanix¿ biliary double pigtail stents were used along with the naviflex delivery system. The 7cm advanix¿ biliary double pigtail stent was successfully implanted first in the right intrahepatic duct to papilla. When they started releasing the 10cm advanix¿ biliary double pigtail stent into the left intrahepatic duct to papilla, resistance was encountered. The guide catheter of the naviflex¿ rx delivery system, with stent, detached while in the bile duct. Both the stent and guide catheter were retrieved using forceps and the procedure was aborted. The physician confirmed that there were no injuries to the patient noted during the procedure. However, the patient experienced stomach pain and had severe pancreatitis post procedure ((B)(6) 2014, time unknown). On (B)(6) 2014, the patient was then transferred to the intensive care unit and underwent continuous regional infusion. The patient¿s condition improved, another ercp (endoscopic retrograde cholangiopancreatography) procedure was performed and erbd (endoscopic retrograde biliary drainage) tube was successfully placed into the bile duct. It is the physician¿s assessment that it is unlikely that the device/stent placement contributed to the pancreatitis, however the cause of the pancreatitis is unknown.

Event description:
It was reported to boston scientific corporation that a naviflex¿ rx delivery system was used during a biliary stent implantation procedure performed on (B)(6) 2014 in the common bile duct due to middle bile duct stenosis caused by colonic cancer or nodal involvement. According to the complainant, during the procedure, a 7cm and 10cm advanix¿ biliary double pigtail stents were used along with the naviflex delivery system. The 7cm advanix¿ biliary double pigtail stent was successfully implanted first in the right intrahepatic duct to papilla. When they started releasing the 10cm advanix¿ biliary double pigtail stent into the left intrahepatic duct to papilla, resistance was encountered. The guide catheter of the naviflex¿ rx delivery system, with stent, detached while in the bile duct. Both the stent and guide catheter were retrieved using forceps and the procedure was aborted. The physician confirmed that there were no injuries to the patient noted during the procedure. However, the patient experienced stomach pain and had severe pancreatitis post procedure ((B)(6) 2014, time unknown). On (B)(6) 2014, the patient was then transferred to the intensive care unit and underwent continuous regional infusion. The patient¿s condition improved, another ercp (endoscopic retrograde cholangiopancreatography) procedure was performed and erbd (endoscopic retrograde biliary drainage) tube was successfully placed into the bile duct. It is the physician¿s assessment that it is unlikely that the device/stent placement contributed to the pancreatitis, however the cause of the pancreatitis is unknown.

Manufacturer narrative:
(B)(4) guide catheter broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.